Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg on (B)(6) 2010. It was reported that the patient was unable to turn up her stimulation; she stated that some of her programs could not even be turned up to perception. Reprogramming efforts have resolved the issue temporarily; however, the problem has been recurring for the patient. No further information is available at this time.